Manufacturer narrative:
The investigation into the automated impella controller purge disc/flag issues has been completed. Data review: imc logs from the complaint date revealed that the clinical staff was following the case wizard when a purge-related alarm was triggered. The purge cassette was detected successfully, the alarm was triggered by a purge disc not detected event. The clinical staff attempted to repeat the case wizard, however the purge disc not detected events reoccurred. Device analysis: the console was tested after arriving in field service. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer).

Manufacturer narrative:
The impella device was received and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported automated impella controller (aic) failing to recognize a purge cassette during startup of an impella case. A new console was used without further issue.